Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 metal tip at one end of the rod was already damaged and had trouble inserting it into the device. One side of the jaws was damaged at the tip- there was a piece silicone missing- should have been covering the heater wire. Patient was in the or; however, the device was not used on the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4). The device was returned to the factory for evaluation on 12apr2021 and an investigation was conducted on 01jun2021. A visual inspection was conducted. Signs of clinical use was observed. Microscopic inspection was conducted. The heater wire was observed to be completely flexed away from the center of the hot jaw due to clinical use , remaining attached at the base, and the tip of the hot jaw. The silicone insulation on the cold jaw was observed to be peeled off from the tip, but not detached, exposing the metal piece. No other visual defects were observed. The jaws were cleaned with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function based on the reported failure "material twisted/bent; wire". The resistance value was measured at 0.675 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent" was not confirmed, but the reported failure " peeled; jaw" is confirmed.